Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was prophylaxis. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including tilting of the filter, aortic perforation, and fractured posterior strut. Approximately eight years and four months post implant, a CT scan revealed the filter with no abnormal tilt, and the tip below the renal veins. There was no clear fat plain between the ivc wall and the filter components; no strut fracture or bending nor ivc stenosis was noted. Mild scattered atherosclerosis was reported as an incidental finding. According to the information received in the patient profile form (ppf), the patient additionally reports mesenteric and aortic perforation each of about 3mm. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter, aortic perforation, fractured posterior strut and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records the filter was implanted preoperatively as prophylaxis. The right internal jugular vein was accessed using fluoroscopy guidance and the inferior vena cava (ivc) trapease filter was placed infrarenal. There were no reported complications. About eight years and four months after the filter was implanted, the patient underwent and abdominal computerized tomography (CT) scan. The scan reported an ivc filter with no abnormal tilt, with its tip below the renal veins. There was no clear fat plain between the ivc wall and the filter components; no strut fracture or bending nor ivc stenosis was noted. Mild scattered atherosclerosis was reported as an incidental finding. According to the information received in the patient profile form (ppf), the patient additionally reports mesenteric and aortic perforation each of about 3mm, becoming aware of these events approximately eight years and four months after the filter implantation.